Manufacturer narrative:
Age/date of birth at time of event, gender and weight were not provided the heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 50 days (calculated from the date when the system controller was issued to the study subject). Device evaluation: the report of a driveline power fault alarm was confirmed based on a review of the submitted and downloaded system controller log files. During preliminary testing, the returned system controller was observed to have a damaged fuse; however, the damaged fuse did not affect the system controller¿s ability to support the system. The fuse was replaced and the system controller was reassembled to continue testing. After reassembly, the system controller started and operated the pump without issue. The sequence of events in the log file and the damaged fuse indicates that the driveline was likely incorrectly inserted into the system controller by 180 degrees, causing the reported driveline power fault alarms. Similar incidences of driveline power fault alarms and a compromised fuse within the system controller¿s printed circuit board (pcb) due to incorrect connection of the driveline have been identified. A corrective and preventative action has been initiated by the manufacturer to investigate the issue. A review of the device history records for the system controller revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient attempted to exchange the system controller at home after noticing that the displayed flow estimation values were higher than normal. The patient presented to the hospital due to unspecified alarms received after attempting to exchange the system controller. The patient was asymptomatic. Analysis of the submitted log file by the manufacturer¿s technical services representative confirmed a driveline power fault alarm occurred during the attempt to exchange the system controller, consistent with the reported event. It appeared the patient had attempted to returned to the primary system controller and performed a series of driveline reconnects/disconnects. During this sequence, the driveline had been incorrectly inserted into the system controller by 180 degrees causing a controller internal fault and a controller fuse to trip. The history file ended with the pump running at the set speed with a driveline power fault due to the issue with the system controller fuse. The vad coordinator exchanged the patient¿s system controllers and the modular cable with no further issues. Subsequent log file data after the system controller exchange shows that the pump resumed operation as expected. The exchanged system controllers and the modular cable will be returned to the manufacturer for analysis. During the manufacturer¿s investigation, a damaged fuse was found within the internal printed circuit board (pcb) of the returned system controller.